Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01030. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure to treat an emergent large vessel occlusion using a neuron max 6f 088 long sheath (neuron max) and a neuron 6f select catheter (6f select). During the procedure, the physician advanced the neuron max into the common carotid artery (cca) and then advanced the 6f select through the neuron max to gain access to the target vessel in the internal carotid artery (ica). Once the neuron max was in place, the physician attempted to retract the 6f select from the neuron max; however, resistance was encountered and the 6f select became stuck in the neuron max and would not retract. Therefore, the physician removed both the neuron max and the 6f select and completed the procedure using a new neuron max. There was no report of an adverse effect to the patient.